Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a broken connector after the ilet fell to the floor while preparing to shower. The connector broke in such a way that it could not be disconnected from the cartridge, and the patient noted that it had broken into pieces. The patient attempted removal with tweezers, but they did not fit. The patient then attempted using a toothpick, and after a second attempt, was able to remove the connector from the cartridge. The patient reported that bg levels were affected, reaching 285 mg/dl for approximately two hours while attempting to resolve the issue. The patient used manual insulin as backup therapy and did not perform ketone testing. No medical intervention, additional assistance, or adverse health effects were reported. No further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.